Event description:
It was reported that (1) tlc55 was used during an unknown procedure. It was reported by the rep that the instrument was fired first time and worked fine. Gun was reloaded, then would not fire or function properly. It is unknown how the case was completed. There was no consequence to the pt.